Manufacturer narrative:
H3: the catheter was returned and analysis identified a kink in the catheter body. Continuation of d10: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2021; explanted: on (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving fentanyl (300 at 20 mcg/ml) via an implantable infusion pump. It was reported that the patient complained of ineffective pain control. A dye study was performed and the catheter was unable to be aspirated. When the surgical intervention occurred, the physician first approached the pocket, the pump was excised and the physician attempted to aspirate from the catheter with the catheter access port kit and was unsuccessful in doing so. The physician then chose to replace the entire catheter. The old catheter was removed entirely and a new 8780 catheter was placed.